Manufacturer narrative:
The insulin pump was received with operating currents within specification. Device passed the selftest, unexpected restart error, basic occlusion and displacement tests. However, it was unable to prime unit during prime test due to faulty force sensor resistor. Device was received with minor scratches on lcd window, broken belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was return for unknown reason.